Event description:
The customer observed falsely elevated alinity I free t4 result generated on the alinity I processing module for one patient which was not consistent with the patient¿s history. The sample was repeated and the result was normal. The following data was provided: customer¿s reference range: 9.01 to 19.05 pmol/l. Initial result = >64.35 pmol/l; repeat result = 16.08 pmol/l there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. In addition, in-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. An increase in complaints has been observed for lot 63089ud02; however, in-house performance was completed which indicates the product is performing as expected. A review of the device history record did not identify any non-conformances or deviations with lot number 63089ud02 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the alinity I free t4 reagent, lot number 63089ud02.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I free t4 result generated on the alinity I processing module for one patient which was not consistent with the patient¿s history. The sample was repeated and the result was normal. The following data was provided: customer¿s reference range: 9.01 to 19.05 pmol/l. Initial result = >64.35 pmol/l; repeat result = 16.08 pmol/l. There was no impact to patient management reported.